Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was loose. It was also determined that the device failed pre-test for check sleeve for spring tick if hexagon end and check status of development. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the k-wire attachment device was no longer holding the pins. There were no delays in the surgical procedure. It was reported that they were able to complete the procedure with the same device without any consequence to the patient. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the manufacturing facility. The date of manufacture was documented as unknown in the initial report. It has been updated as aug 17, 2007. If additional information should become available, a supplemental medwatch report will be submitted accordingly.